Event description:
The customer reported to olympus that the gastrointestinal videoscope had an insufficient angle. During evaluation, the following reportable issue was found: foreign matter came out from the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a pinhole on channel tube, water tightness was lost, adhesive on bending section cover had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value; adhesive around objective lens, light guide lens, paint on the air water cylinder, paint on the suction cylinder and indication on the suction connector was peeled; plastic distal end cover and connecting tube had a dent, objective lens was chipped, suction cylinder and control unit was shaved, control unit had discoloration, and the following was scratched connecting tube, light guide lens. Protector of universal cord on suction connector side, protector of universal cord on suction connector side, and switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. Its unknown if there was a delay in the start of the pre-cleaning and if the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution, the air/water nozzle was flushed with air and water, the customer did presoak the endoscope in the detergent solution. There were abnormalities in the accessories used for reprocessing. E1/establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.